Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they had a car accident in (B)(6) of last year and the pump was in the river during a long period of time. The customer stated that the battery used is energizer. The customer stated that ever since the accident, they had problems with the batteries once a month. The customer stated that the display turned black after a battery change. The customer stated that the battery life is shorter than before. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with no failed battery test or weak battery alerts noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The operating currents are within specifications and passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump had minor scratches on the lcd window.